Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Event description:
On (B)(6) 2021, customer's sister had possession of her deceased brother's insulin pump and wanted to know if she could switch to his insulin pump. Customer's sister had put in a battery on (B)(6) 2021, then the pump displayed an open book image. Helpline confirmed that the insulin pump was not malfunctioning at time of customer's passing. The insulin pump only began malfunctioning over past weekend - not involved in customer's passing. Caller is not using the pump/will not use the pump. Helpline advised caller not to use the pump since the pump is malfunctioning and needs to be replaced. Caller will return brother's pump to medtronic through donation process. Per case (B)(4), her brother had passed on (B)(6) 2020 from cardiopulmonary arrest after being off the pump since (B)(6) 2020 due to other health issue/illness.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member was reported via phone call that the customer passed away. The cause of death was unknown. The customer¿s blood glucose was unknown at the time of death. Customer was not using insulin pump until they go through donation process. Insulin pump will not be returned for analysis.